Manufacturer narrative:
Retainer ring = black customer returned pump for alleged cosmetic damage located at the retainer ring found on (B)(6) 2021. Device was received with a critical pump error (open book image) alarm. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Unit downloaded to crest. However, unit failed to download to thus with blue display during download. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electrical board 1 and vibrator harness assembly. Swapped electrical board 2 board and pump powered up properly. Verified critical pump error. However, was not able to verify cause of critical pump error due to blue display during thus download. Force sensor zero offset is within specification 23.2mv. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay, damaged display window cover, cracked case, battery tube threads - cracked, label damage, corroded battery tube, partially broken retainer, end cap address label missing, and missing o-ring (reservoir tube). Cosmetic damage was confirmed at the battery compartment. Exposed to moisture confirmed on electrical board 1 and harness assembly vibrator. Critical pump error (open book image) alarm confirmed due to moisture damage. Unable to download history and trace files due to moisture damage on the electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the retainer ring was broken and the reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.